Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, erased blue directional indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at (B)(4) joules of use and 6 minutes, the fiber started blinking and flashing. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and fiber tip of second fiber came off outside the patient at (B)(4) joules. The procedure was completed utilizing a third fiber. Patient outcome: no injury to the patient was reported. This report is for second fiber.